Event description:
New information became available that updated the serial number of this lead.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead exhibited pectoral stimulation, as a possible result of insulation damage. The lead was surgically abandoned and replaced.